Event description:
It was reported that the nurse responded to oximetry alarms sounding; found the patient with the bipap removed and in respiratory distress. The nurse attempted to put the patient back on the ventilator but when pressing the power button, the screen was black and unresponsive. The respiratory therapist (rt) arrived and quickly switched out the machine. The patient recovered without incident. During evaluation of the device, the biomed reported that the device was tested, and found that the power cord had failed. The biomed reported that the user was using the "cord wrap" on the stand (as indicated), but over time, the cord become unusable. The customer replaced the power cord to resolve the issue.